Manufacturer narrative:
As no lot no. Was provided we have inspected the dhf of all lots supplied to the hospital including material certificate and the batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The patient was not able to comply with the post-operative instructions caused by the anesthesia and loaded the hip significantly more than the specifications would have allowed. This also shifted the fragments of the acetabular fracture, the fracture healed bony. However, because the fracture healed in malunion and because it was a severe injury, the patient developed early hip osteoarthritis and was treated with a total hip arthroplasty. Based on the information available, it has been determined that no corrective and preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is report 1 of 3.

Event description:
It was reported that two non-locking cortical screws got loose at biplanar 2-column plate approx. 6 weeks post-operatively. This is report 1 of 3.